Event description:
It is reported that the locking ring would seat on the liner. The surgeon made multiple attempts over a period of about an hour. The surgeon settled for a construct where the locking ring was only partially seated.

Manufacturer narrative:
(B)(4). Eval summary: no devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.